Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the experienced hyperglycemia. The customer blood glucose level was 500mg/dl. Customer also stated that retainer o-ring was missing and the metal piece under the battery cap was broke off and loose now. Customer stated that reservoir was unable to lock in place when inserted in to insulin pump. The insulin pump will not returned for analysis. Frn-unk-rsvr, unomed set.